Event description:
I had the essure device implanted on (B)(6) 2014. Both springs migrated, one towards my ovary and the other 3/4 of the way into my uterus. It caused pain and bleeding. I had to have them surgically removed 4 months later laparoscopically. I also had an ablation to help stop the bleeding. I still have heavy bleeding to this day and may require a hysterectomy in the future.